Manufacturer narrative:
Evaluation completed. See attached failure investigation summary report.

Manufacturer narrative:
Nihon kohden orangemed llc will submit a supplemental report if additional information becomes available.

Event description:
It was reported that before connecting the patient to the nkv-330 ventilator, the ventilator displayed a 'vent inop' alarm message. There was no patient injury, and the patient was placed on another ventilator.